Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the implantable cardiac monitor (icm) exhibited intermittent t wave oversensing resulting in false atrial fibrillation (af) episode. No changes or interventions were reported. There were no patient consequences.